Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were reproduced. The alarms were confirmed during a review of the event history log. Evaluation found a failing upstream sensor to be the cause. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during therapy (medication, programmed amount and delivery rate unknown). It was reported that the false upstream occlusion alert interrupted service, however the upstream occlusion was cleared and the infusion was completed. It was also reported there was no patient injury.